Event description:
It was reported that during a procedure the drill bit broke into 3 pieces, all of which were recovered. There was no surgical delay or adverse consequence to patient/user and case was completed successfully.

Manufacturer narrative:
Additional information will be provided once investigation has been completed.